Manufacturer narrative:
(B)(4). The reported condition could not be confirmed during service evaluation. However the reported condition was confirmed during review of the event history log. The assignable cause was "jagged edges surrounding each hole depression on the traceson the j13 flex cable." The pump head module (phm) was replaced to correct the reported condition. The user interface module software version is 5.04.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with an 807:02 failure code. The event was reported to have occurred during delivery in the general patient ward. According to the hospital representative, it is unknown if therapy was stopped and no patient injury or medical intervention had been reported related to the device. There is no additional information available. The user interface module master software version is currently unknown.